Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 506 mg/dl) and ketone level was moderate. Correction boluses were delivered to resolve the elevated bg. Contact did not know cause of elevated bg. There were no alarms that indicated insulin delivery had been interrupted. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.